Event description:
The hospital harvester mentioned that he recently had an incident, date unknown, with a hemopro device during a conversation with the maquet territory manager on 10/03/08. The harvester had just completed the endoscopic vein harvesting procedure without any incidents when the staff noticed a piece of plastic on the drape between the pt's legs. They eventually found that it fit on the tip of the tissue welder jaw's silicone boot no replacement was required because the procedure was already completed. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.